Event description:
It was reported via remote transmission that the patient's implantable cardioverter defibrillator exhibited far field r wave oversensing. No intervention was performed. The patient was in stable condition.